Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection of the outflow graft revealed tissue accumulation consistent with extrinsic outflow graft obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU and patient handbook contain information on how to clean and care for the driveline. These documents also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Furthermore, the IFU and the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient underwent a routine heart transplant. Per transplant procedures in japan, it was noted that there was no rule for transplant due to device malfunction or secondary factors.